Manufacturer narrative:
Manufacturing site evaluation: the instrument arrived in contaminated condition. The instrument arrived with detached (not broken) upper part of the jaw. According to the available information, there were no negative consequences for the patient. Investigation: used test- and analysis- equipment: microscope "keyence- vhx 5000 " eq.-nr. (B)(4), digital-camera "panasonic dmc tz8". We made a visual inspection of the detached upper jaw part. Here we found that the pin which takes up the pulling wire is deformed. In the next step we investigated the tip of the instrument. Here we found no defects, the lower jaw and the pulling wire are in a proper condition. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this product at hand. Conclusion and root cause: it is not possible to determine a definitive conclusion and root cause. Rationale: due to the circumstance that the analysis is ongoing in the responsible manufacturing department it is not possible to determine a definitive root cause for the failure.

Event description:
It was reported that there was an issue with a caiman maryland. This incident occured in surgery. After 5 successful sealings one part of the jaw suddenly broke. It is not clear if it was an extra large amount of tissue that broke the instrument. The loose parts could be picked up through a trocar. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).